Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-oct-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 1000 mcg/ml dilaudid at 50 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had not received pain relief since implant. The healthcare professional (hcp) had tried increasing the dose of morphine without relief, so he switched the medication to dilaudid. It was noted the dilaudid gave the patient side effects as the daily dose was increased. It was noted the patient did not get relief from the dilaudid. No contributing factors were noted. A dye study was performed "about 2-3 weeks ago" and the patient was informed the catheter was most likely anterior, which could be the cause of not getting therapy. A catheter revision occurred on (B)(6) 2018 and the tip segment was revised. It was confirmed via myelogram that the catheter was posterior at t10. It was noted this was the "correct" level. The issue was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated. The patient's medical history included chronic low back pain.